Event description:
The customer reported the system locked up during the boot process thereby failing to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Settings were adjusted during the boot process. The system was then found to be operating as intended.